Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD), implantable transvenous defibrillation lead and non-guidant rate/sense lead exhibited non-reproducible noise on the rate/sense and shock channel that caused inhibition of pacing and an inappropriate shock. All lead measurements are normal/stable.